Manufacturer narrative:
Since the customer did not provide the product batch number, no further investigation can be performed for this case. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
False positive result (s). Repeated covid 19 positive results while using flowflex data after repeat negatives using three other rapid test brands. I'm now 12 days after initial onset of symptoms and still getting a positive (very faint) line on flowflex rapid tests, despite negative results on 6 other tests of various other brands (binax, ihealth, siemens). I've taken 7 flowflex tests so far. All with faint line appearing. No other tests reporting positives, 12 days following onset of symptoms. MDR (B)(4).

Event description:
False positive result (s). Repeated covid 19 positive results while using flowflex data after repeat negatives using three other rapid test brands. I'm now 12 days after initial onset of symptoms and still getting a positive (very faint) line on flowflex rapid tests, despite negative results on 6 other tests of various other brands (binax, ihealth, siemens). I've taken 7 flowflex tests so far. All with faint line appearing. No other tests reporting positives, 12 days following onset of symptoms.